Event description:
The lead was electively explanted. Device analysis reveals j retention wire fracture with protrusion through the outer polyurethane insulation. Explant method: intravascular, superior. Technique/tools: intravascular counter traction. No complications.